Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The customer stated three letter e's in the center of the display when the meter was powered on. No misinterpretation of results was reported.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.